Manufacturer narrative:
Method, results - no product will be returned for evaluation,

Event description:
On (B)(6) 2011, patient reported waking up and experiencing elevated blood glucose levels in the 520-550 mg/dl range on 2 occasions. Patient's normal blood glucose range is 80-130 mg/dl. Patient stated, she would use injections to bring her blood glucose down on her own. Patient reported, the infusion set cannula was bent on those occasions and that one of the bent cannulas was wet underneath the infusion set adhesive. Patient inserted the infusion sets manually. The patient did not require assistance from a healthcare professional or second party to address the issue. Replacement infusion sets were sent; no product return was requested.